Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that during opcheck the device does not prompt the user to turn the therapy knob to 150 joules. There was no patient involvement.